Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error 26020 occurred with a message to disable arm1. Restarting the system did not resolve the issue, and the error persisted when the patient side cart (psc) was powered on in stand-alone mode. An emergency power off (epo) was performed, but the error recurred. The "disable" button could be pressed, but a tone was emitted, and the button did not function properly. The procedure was aborted to another dv system with no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the unit triggered error 297 and 319 (axes controller spar (acs)) during patient side cart (psc) fixture test platform (pftp) startup and not able to pass node check. After replacing the acs printed circuit assembly (pca) the errors were no longer triggered and the unit was able to pass all pftp tests. When the original acs pca was installed again, the unit was also able to pass all pftp tests. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis concludes that either a faulty acs pca or parallelogram harness is the root cause of the reported event.